Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 13. Implant surface not completely covered with bone. On (B)(6) 2021, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, increased sensitivity and inflammation. No further patient complications were reported.